Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-48092. It was reported that leads were dislodged causing loss of capture and sensing on both the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: h6 for product not returning.

Manufacturer narrative:
Correction: section d1 brand name should be tendril sts. Section d2 device product code should be nvn. Section d4 model number should be corrected from unk120702022-sy-05 to 2088tc. Section g3 PMA number should be p960013.